Manufacturer narrative:
A system check was performed by a third party service provider on july 23, 2018 at which time the arterion injector was reported to be operating within specification. Correspondence with the distributor confirmed that the users did not press the end case button after the alleged incident occurred. The end case button is used to end the injection for a patient case and to clear the total contrast number. If this button is not pressed after the completion of an exam, the total contrast is not zeroed and any subsequent injection volumes are grouped together into one injection history total which is what occurred in this reported instance leading to the false assumption that overdosing of contrast medium occurred. The medrad® mark 7 arterion injection system operation manual contains the following guidance relative to the end case button: "operators use the end case button to end the injection for a patient case, to retract the syringe plunger, to clear the total contrast number, and to create a record of the case."

Manufacturer narrative:
This investigation remains in progress. Once the investigation is completed, a follow-up report will be submitted.

Event description:
The customer reported that an alleged over infusion of contrast had occurred while a patient was connected to an arterion injection system. In this report, it was stated that the injector was programmed to deliver 40ml of contrast but, instead, 102ml of contrast was delivered to the patient. Intravenous fluids were initiated in order to protect the patient's kidney function and the patient was subsequently discharged with no further issues reported.